Event description:
The doctors claim that the graft, implanted for hemodialysis access, thrombosed 2.5 to 3 weeks after being implanted. The graft was thrombectomized, but felt very soft. The graft was closed back up. One month post implant, the graft rethrombosed and was again thrombectomized. Due to the recent dissection at the venous end of the graft, there was no tissue incorporation and therefore the venous-end could not be completely thrombectomized. The arterial end was well incorporated with tissue and thrombectomized well, but upon closing, the suture tore through the graft. There were no signs of seroma, infection or anything untoward. The graft was successfully closed by cross-suturing. Subsequently, the graft has now occluded for a third time.